Event description:
The device was returned for analysis stating product delivered ineffective therapy; high electrode impedance readings were also detected at follow-up. The hcp reported the pt realized lead revision and the product was explanted in 2006, and returned to the MFR for analysis. The device was replaced after 14.4 months implant duration. See MFR report number 2182207200700785.

Manufacturer narrative:
Final device analysis reveals two straight wire conductors are broken; the fracture is located 17.3-cm from the distal tip at the lead anchor site. Inspection shows the product distal tip and proximal connector are intact and undamaged. The outer insulation is intact and undamaged. Device analysis confirms the reason for return. Service life at retrieval was 14.4 months.